Event description:
A doctor reported that the handpiece was not cutting properly during a cataract procedure. They changed out the handpiece and cutting was still not optimal, so the procedure was converted to an extracapsular procedure to complete the case. There was no delay or pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).